Manufacturer narrative:
A specific root cause could not be identified. The technician decontaminated the fluid path of the instrument. After the decontamination the instrument worked according specification. It is likely that contamination of the fluidic system was the root cause of the event.

Event description:
The customer reported that they are having repeatability issues with an unknown number of patient samples tested for glucose. The issue occurs randomly in 2-3 samples out of 100 that are repeated. Data was provided for 2 patient samples that were questioned and of these 2, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 309 mg/dl and this value was reported outside of the laboratory to the physician. The physician did not agree with the result, so it was requested for the sample to be repeated. The sample was repeated and resulted as 162 mg/dl. The sample was repeated on another integra 400 plus analyzer, resulting as 168 mg/dl. The patients were not adversely affected. The glucose reagent lot number was 6947050 with an expiration date of 04/29/2015. The "reagent and sample" were changed and after observation for one day, no issues were found in repeatability. After one day, the same issue was found again. It was asked, but no further patient data could be provided. A decontamination was then performed on the instrument. After the decontamination, the system was observed for 10 days with no issues seen and the system was working ok.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It was confirmed that the probe was replaced according to maintenance procedures and the quality of water used is within specifications.